Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on ((B)(6) 2019) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 381412, batch no: 9252589. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the IV catheter had a nick in the side which resulted in an additional IV start. The following information was provided by the initial reporter: IV catheter had a nick in the side of it, which resulted in an additional IV start.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used 24ga insyte autoguard IV catheter unit without packaging. The unit consisted of the catheter/adapter assembly accompanied by an empty miscellaneous 10ml luer lock syringe. Through the examination, a cut/hole to the catheter tubing wall was in the area above the nose of the adapter. Two bends in the catheter tubing were also observed. Microscopic evaluation displayed this evidence of a spear through where the needle had pierced through the catheter tubing wall. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
Material no: 381412 batch no: 9252589 it was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the IV catheter had a nick in the side which resulted in an additional IV start. The following information was provided by the initial reporter: IV catheter had a nick in the side of it, which resulted in an additional IV start.